Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Per clinical team, clots were found in if & of cages when pump was removed. Based on clinical description and data review, the root cause of low flow was most likely biomaterial ingestion due to lack of heparin.

Event description:
The user facility reported a 27-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge in left ventricular assist device. The patient required a video-assisted thoracoscopic surgery (vats) for a lung mass. During positioning for vats, 5.5 flows went from 5lpm to 0. The patient decompensated status post intubation and cannulation of va ECMO. The impella 5.5 was removed and surgical closure performed of axillary pocket. Large clot was discovered on pump outflow extending into catheter and a small clot observed in inlet. An impella cp was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.